Event description:
It was reported that the pump had alarmed with a blank screen. The battery door had been opened and closed. The power button had been pressed, but the pump had not powered on. Batteries had been replaced with fresh ones. The pump had been powered on and restarted. The reservoir volume had been indicated as empty in 39 hours and 40 minutes. The settings had been reviewed. The wife had remarked that the battery compartment felt slightly hot. The reservoir volume had shown 87.3 ml, with a rate of 2.2 ml/hr. The event occurred during patient use at the hospital and the operator of the device was a health professional. The event happened while in use with the patient.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device was not returned for analysis of complaint. No event history log provided. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.